Event description:
As reported, there was leakage in the 5f .038 tempo aqua catheter. There was no reported injury to the patient. The device will be returned for evaluation. The hospital reported this case as an adverse event to the china nmpa directly."

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, there was leakage in the 5f .038 tempo aqua catheter. The procedure was completed by changing to another cordis pigtail catheter. There was no reported injury to the patient. The product was stored at room temperature in the lab. Upon being taken out of the package, the device was found to be fractured/leak. The device was pulled from the packaging by the hub, and the anomaly was noticed at that time. The damage occurred at the tip of the device. The device was not used in the patient but was found to be damaged during prep. The catheter did not pass through the sheath. No excess force was used during the case. There was no difficulty tracking through the vasculature. The intended procedure was aortic arch imaging, and the target lesion was carotid artery stenosis. The device will be returned for evaluation. An image of the device was provided, and it shows the distal portion of a pigtail catheter and it appears to have a crack on the body/shaft just proximal to the fusion between the tip and body.

Manufacturer narrative:
As reported, there was leakage in the 5f .038 tempo aqua catheter. The procedure was completed by changing to another cordis pigtail catheter. There was no reported injury to the patient. The product was stored at room temperature in the lab. Upon being taken out of the package, the device was found to be fractured/leaking. The device was pulled from the packaging by the hub, and the anomaly was noticed at that time. The damage occurred at the tip of the device. The device was not used in the patient but was found to be damaged during prep. The catheter did not pass through the sheath. No excess force was used during the case. There was no difficulty tracking through the vasculature. The intended procedure was aortic arch imaging, and the target lesion was carotid artery stenosis. The device will be returned for evaluation. An image of the device was provided, and it shows the distal portion of a pigtail catheter and it appears to have a crack on the body/shaft just proximal to the fusion between the tip and body. A non-sterile "5f tempoaqua 0.038 100cm pig" unit was received for analysis inside a plastic bag and unpacked for evaluation. Visual inspection revealed severely cracked areas, micro-elongations, micro-fissures, and an irregular texture along the catheter body and strain relief, as well as a yellowish discoloration on the catheter hub. No other anomalies were observed. Dimensional analysis could not be performed due to the catheter¿s compromised condition. Microscopic examination confirmed the visual findings and further revealed surface irregularities, but no signs of mechanical stress, such as braid wire damage, were detected. Comparison with a lab sample diagnostic catheter highlighted the same yellowish discoloration on the hub, with no additional anomalies noted. These findings, along with the absence of mechanical stress, suggest the malfunctions may be related to environmental exposure, such as uv radiation, thermal stress, or chemical agents. The reported ¿catheter (body/shaft) ¿ cracked¿ malfunction was confirmed through product analysis and attributed to ¿catheter (body/shaft) ¿ degradation.¿ evaluation of the returned device revealed severely cracked areas, micro-elongations, micro-fissures, and an irregular texture along the catheter body and strain relief, as well as yellowish discoloration on the catheter hub. These findings are indicative of device degradation, likely caused by environmental exposure; however, the specific source of that exposure remains unknown. Users are trained to inspect devices for signs of damage prior to and during use, and any damaged product should not be used. Information for safety is provided in the product labeling to ensure users are aware of associated risks. According to the instructions for use (IFU)¿though not intended as a mitigation of risk¿it is noted: ¿this product is designed and intended for single use. It is not designed to undergo reprocessing and re-sterilization after initial use. Reuse of this product, including after reprocessing and/or re-sterilization, may cause a loss of structural integrity which could lead to a failure of the device to perform as intended and may lead to a loss of critical labeling/use information, all of which present a potential risk to patient safety. Store in a cool, dark, dry place. Do not use if package is open or damaged. Exposure to temperatures above 54ºc (130ºf) may damage the catheter.¿ based on the available information and product analysis findings, the exact cause of the degradation could not be determined. Therefore, an investigation has been initiated to further assess potential contributing factors. No further action will be taken at this time.

Manufacturer narrative:
As reported, there was leakage in the 5f .038 tempo aqua catheter. The procedure was completed by changing to another cordis pigtail catheter. There was no reported injury to the patient. The product was stored at room temperature in the lab. Upon being taken out of the package, the device was found to be fractured/leak. The device was pulled from the packaging by the hub, and the anomaly was noticed at that time. The damage occurred at the tip of the device. The device was not used in the patient but was found to be damaged during prep. The catheter did not pass through the sheath. No excess force was used during the case. There was no difficulty tracking through the vasculature. The intended procedure was aortic arch imaging, and the target lesion was carotid artery stenosis. An image of the device was provided, and it shows the distal part of a pigtail catheter and it appears to have a crack on the body/shaft just proximal to the fusion between the tip and body. The returned non-sterile ¿5f tempoaqua 0.038 100cm pig¿ unit was visually inspected and found to have severely cracked areas and an irregular texture along the catheter body and strain relief. A yellowish discoloration was seen on the catheter hub. Dimensional analysis could not be performed due to the compromised condition of the catheter. Microscopic examination confirmed the presence of severe cracking, micro-elongations, micro-fissures, and irregular surface features on the catheter body. A comparative review against a lab sample catheter highlighted the hub discoloration, but no evidence of braid wire damage or mechanical stress was seen. No other anomalies were noted. The reported malfunction catheter (body/shaft)-cracked was confirmed during the evaluation. Additionally, the malfunction catheter (body/shaft)-degradation was discovered during the product evaluation. The exact cause of the reported event cannot be found through this investigation. However, the cracked condition is likely secondary to the degradation. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, "store in a cool, dark, dry place." And "exposure to temperatures above 54o c (130o f) may damage the catheter." Based on the available information and product analysis, the cause of the catheter (body/shaft)-degradation could not be found. However, it is potentially related to the manufacturing process of the unit. Therefore, an investigation has been started to further review the potential causes. No further action will be taken at this time.

Event description:
As reported, there was leakage in the 5f .038 tempo aqua catheter. The procedure was completed by changing to another cordis pigtail catheter. There was no reported injury to the patient. The product was stored at room temperature in the lab. Upon being taken out of the package, the device was found to be fractured/leak. The device was pulled from the packaging by the hub, and the anomaly was noticed at that time. The damage occurred at the tip of the device. The device was not used in the patient but was found to be damaged during prep. The catheter did not pass through the sheath. No excess force was used during the case. There was no difficulty tracking through the vasculature. The intended procedure was aortic arch imaging, and the target lesion was carotid artery stenosis. The device will be returned for evaluation. An image of the device was provided, and it shows the distal portion of a pigtail catheter and it appears to have a crack on the body/shaft just proximal to the fusion between the tip and body.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt

Event description:
As reported, there was leakage in the 5f .038 tempo aqua catheter. The procedure was completed by changing to another cordis pigtail catheter. There was no reported injury to the patient. The product was stored at room temperature in the lab. Upon being taken out of the package, the device was found to be fractured/leak. The device was pulled from the packaging by the hub, and the anomaly was noticed at that time. The damage occurred at the tip of the device. The device was not used in the patient but was found to be damaged during prep. The catheter did not pass through the sheath. No excess force was used during the case. There was no difficulty tracking through the vasculature. The intended procedure was aortic arch imaging, and the target lesion was carotid artery stenosis. The device will be returned for evaluation. An image of the device was provided, and it shows the distal portion of a pigtail catheter and it appears to have a crack on the body/shaft just proximal to the fusion between the tip and body. T

Event description:
As reported, there was leakage in the 5f .038 tempo aqua catheter. The procedure was completed by changing to another cordis pigtail catheter. There was no reported injury to the patient. The product was stored at room temperature in the lab. Upon being taken out of the package, the device was found to be fractured/leak. The device was pulled from the packaging by the hub, and the anomaly was noticed at that time. The damage occurred at the tip of the device. The device was not used in the patient but was found to be damaged during prep. The catheter did not pass through the sheath. No excess force was used during the case. There was no difficulty tracking through the vasculature. The intended procedure was aortic arch imaging, and the target lesion was carotid artery stenosis. The device will be returned for evaluation. An image of the device was provided, and it shows the distal portion of a pigtail catheter and it appears to have a crack on the body/shaft just proximal to the fusion between the tip and body. T

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was leakage in the 5f .038 tempo aqua catheter. The procedure was completed by changing to another cordis pigtail catheter. There was no reported injury to the patient. The product was stored at room temperature in the lab. Upon being taken out of the package, the device was found to be fractured/leak. The device was pulled from the packaging by the hub, and the anomaly was noticed at that time. The damage occurred at the tip of the device. The device was not used in the patient but was found to be damaged during prep. The catheter did not pass through the sheath. No excess force was used during the case. There was no difficulty tracking through the vasculature. The intended procedure was aortic arch imaging, and the target lesion was carotid artery stenosis. The device will be returned for evaluation. An image of the device was provided, and it shows the distal portion of a pigtail catheter and it appears to have a crack on the body/shaft just proximal to the fusion between the tip and body.